Event description:
It was reported that an alert had been triggered for atrial intrinsic amplitude out of range. Presenting electrogram (egm) showed atrial undersensing. Atrial sensitivity is currently programmed automatic gain control (agc) 0.15mv. Further evaluation should be considered. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.